Event description:
It was reported that prior to implant the device interrogated normally. Once the device was placed in the pocket and the pocket was closed, telemetry could not be established. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.